Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The target lesion was located in the right coronary artery (rca). The 2.50x24mm taxus express2 drug eluting stent (des) was advanced to the target lesion but could not cross the lesion. When the des was removed from the pt it was noted that the stent struts on the back side were flared. The procedure was successfully completed with another of the same device with no pt complications reported. The pt's current condition is listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.